Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 months post implant of this annuloplasty ring, the patient presented with severe mitral regurgitation. It was reported that the annuloplasty device was explanted and a mitral bioprosthetic valve was implanted at a later date (which is unknown as it occurred post clinical study exit. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.